Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported right side "capsular contracture, baker grade iii, device migration/implant malposition, change shape/size/style" via national breast implant registry (nbir). Device was explanted.

Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable.

Event description:
Healthcare professional reported via nbir, right side "capsular contracture, baker grade iii, device migration/implant malposition, change shape/size/style" via national breast implant registry (nbir). Device was explanted.